Event description:
The customer contacted stryker to report that their device was not able to deliver defibrillation energy during a patient event. The patient involved in the reported event did not survive.

Manufacturer narrative:
Physio control performed a clinical review regarding the reported issue. There is no device data or sufficient reported information to determine device contribution to the reported outcome. In the medical judgment of these reviewers it is unknown if the device caused or contributed to a serious injury or death. Device was evaluated by physio control and the reported issue was not verified. Root cause of the reported issue could not be established. Device is archived by physio control and the customer received a replacement device.

Event description:
The customer contacted stryker to report that their device was not able to deliver defibrillation energy during a patient event. There were no reports of adverse effects to the patient as a result of the reported issue.

Manufacturer narrative:
Physio-control received additional information from the customer that patient involved in the reported event did not survive. The customer provided physio-control with the available patient information. The customer informed physio-control that no further patient information is available. Patient fields in which information is not provided were intentionally left blank. Physio control performed a clinical review for the reported event. There is no device data or sufficient reported information to determine device contribution to the reported outcome. In the medical judgment of these reviewers it is unknown if the device caused or contributed to a serious injury or death.

Manufacturer narrative:
Physio-control contacted the customer in order to obtain additional information about the patient and event; however, no response was received. Patient fields in which information is not provided were intentionally left blank. Physio-control continues to investigate the reported issue and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.

Event description:
The customer contacted stryker to report that their device was not able to deliver defibrillation energy during a patient event. There were no reports of adverse effects to the patient as a result of the reported issue.